Event description:
Drive devilbiss healthcare was notified of an incident involving a bath transfer bench by an attorney, who stated that "the end user sat on the shower chair and the back rest broke off, causing him to fall backwards and land directly on his head." The end user went to the ER, where he was reportedly diagnosed with a concussion. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.